Manufacturer narrative:
Concomitant medical products: evolutr-34-us, transcatheter valve, implant date: (B)(6) 2019, 5076-45, lead, implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was potentially experiencing potentially experiencing stimulation and complained of twitching. The right ventricular (rv) lead exhibited a lead warning due to a low impedance reading and triggered polarity switch. The rv lead remains in use. No further patient complications have been reported as a result of this event.